Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01422. It was reported the patient is experiencing stimulation mostly on her ribs and not where needed on her back and legs. X rays taken did not show any anomaly. Surgical intervention is planned for a later date to address the issue.

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01422. Additional information received identified the patient underwent surgical intervention and the scs leads were explanted and replaced. The patient reported receiving effective stimulation therapy coverage postoperative.